Event description:
Customer was working inside the axsym instrument with the processing center lid raised. The lid fell down onto the customer's finger, cutting off a portion of the skin on the fingertip. The cut was washed with soap and water and was treated with basic first aid. No permanent injury occurred.